Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the reload was prefired and engaged in interlock with the jaws open. Functional testing of the reloads found no abnormalities. A review of the device history record indicates this device lot/serial number was released meeting all specifications. Replication of the prefire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gall bladder removal, they wanted to staple the ductus, close the reload but the surgeon was able to press the green button, unable to squeeze the handle and the stapler was not able to fire. They took a new stapler to complete the case. There was no patient injury.